Event description:
The spouse reported that the pt passed away. The contact could not verify the serial number of the pump because spouse needs to locate it somewhere in the house. It was reported that the customer went into a coma on 1/2004 and died four days later when life support was removed at the hosp. The contact stated that the customer was wearing the pump at time pt collapsed. The spouse also stated previously that the cause of death was due to low bgs and spouse is waiting for the autopsy to conclude the cause of death. In addition, it was informed that the customer had called the help line earlier in the morning for full segment display and replacement was sent. The customer was on medication of prednisone. Offered spouse to have analysis of pump be done but spouse declined at the time of call.